Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient on july 31st reported the cause of the shocking and not feeling stimulation was they believed the battery was going bad and they had new batteries, and they had no problems. The patient noted the actions or interventions taken to resolve the electric shocking were they turned the device on and off, and it felt like pulses, tingling more than ¿electrical shocking¿. The patient noted they had adjusted higher during the day and lower at night. The patient noted they were still having sporadic issues, but they felt more acceptable now doable. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient was feeling stimulation in the wrong location, shocking and jolting. Patient mentioned they were having urinary frequency and bladder control, but experienced different symptoms. Patient mentioned they did research online and found an article depicting uncomfortable jolting and shocking, muscle spasms, vaginal pain, vulva vaginal discomfort and paresthesia. Patient later referred to it as paralysis in the legs that occurred sometimes. Patient explained they had been experiencing all of them for a while, further stating that it was the shocking that was becoming painful. Patient also mentioned they had been experiencing stimulation down the leg and in the buttocks and patient later referred to this as nerve damage or twitching. Patient mentioned they may have to go back to diapers because they could not control their bladder symptoms. Patient went to the doctor and they adjusted the intensity to get muscle spasms under control, patient stated they got it perfect. Patient mentioned they adjusted the intensity to get their stimulation to a comfortable level and they thought it may have been causing some of their issues. Patient mentioned they still had bowel leakage here and there. Patient further explained that their bowel symptoms were not enough to freak out and think that it wasn't working, it was where they were able to control it and they were happy with it. Patient mentioned they have a urology appointment in (B)(6).

Manufacturer narrative:
Other applicable components are product ID 3037 (B)(4) product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a couple of accidents, one was when they were walking the dog maybe end of (B)(6), and two on (B)(6). Patient said they have had leakage on and off since implant but it was becoming more frequent of 2-3 times a week now. Patient stated they were not feeling stimulation ,they raised it up two days prior to the report and felt tugging at the bladder so a day prior to the report, they lowered it to 4.3volts. Patient mentioned that they had issues and concerns about feeling of tugging and pulling from down by the buttock by the implant cheek. Patient said they felt like electrical shocks ,like being zapped and pain down the leg. It was noted that from a zapping to a burning shock to a feeling of having a tens unit on at physical therapy. Patient was redirected to the health care provider (hcp) for follow up. The past medical history included a pinched nerve in the neck which caused nerve damage in the hand. It was reported that patient had surgery on the right hand and they were thinking maybe it was not carpel tunnel. Patient mentioned that they fell on the hand on (B)(6) 2017 , and had hand surgery in (B)(6). Patient noted that the fall aggravated the pain. Patient also reported that they had numbness and tingling and was dropping things and they think it was something in the neck. Patient stated that they went to a neurologist a day prior to the report and wants to do an MRI of the neck and shoulder. Patient also mentioned that they had sacroiliac issues and prior to the implant they were trying to get sacroiliac fusion surgery but insurance declined the surgery saying it was experimental, and the patient was concerned that the sacroiliac could be causing the issues. It was confirmed by the patient that these symptoms were not related to the interstim device/therapy. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient did not know why it was happening but she has had a whole lot of bladder issues that she didn't ever have before she got the implant. Patient stated she was having pressure and a whole lot of feeling stimulation inside the bladder which they told her she would have and would be normal when they implanted the device. However, she was having a problem with urgency as she has the urgency to get to the bathroom but usually did not make it. Patient was having problem with urgency where she did not make it to the bathroom and went to places and felt like she must put a diaper on because she was having bladder incontinence and the patient was getting real nervous about it because she was implanted for fecal incontinence. Patient stated that she was initially waiting to call manufacturer because she thought maybe the problem would go away but it had just kept getting worse and worse. Patient said she will call her healthcare provider (hcp) tomorrow and knows that she has an hcp appointment coming up in near future but didn't know date. No further patient complications have been reported because of this event in the event description.